Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic for a scheduled device upgrade. During the procedure, the right ventricular lead was dislodged. The lead was explanted and replaced. Same device was used. The patient was stable after the procedure.